Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer was not tried different cannula lengths and the tubing was not bent or kinked. Customer stated that they were tried all remedies. Customer was advised to the insulin pump would need to be replaced, to retrieve, save insulin pump setting, and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.